Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 619 mg/dl); cause was not known. Customer changed the pump supplies multiple times and delivered a correction bolus to address bg. Pump system check with tandem technical support found the pump to be functioning properly. Recommendation was made for contact to discuss event with a healthcare provider.